Manufacturer narrative:
The device was in use for treatment. The lead was capped after being in service for approximately 17 years and 4 months after reporting a noise and receiving an upgrade/downgrade therapy. A new rv and ra lead were put in the patient after capping the previous leads. No patient adverse effects were reported. As the lead was capped inside the patient, it will not be returned for analysis. As a result, the clinical observation could not be confirmed. Based upon the implant date of this lead (2001), the device history record for this lead model is beyond oscor's record retention period. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this device for complaint trends. Per permanent pacing lead final inspection, the device is verified 100 percent for electrical function and visual criteria. This includes length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The pr flexion serious instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The patient was having a therapy upgrade/downgrade procedure. The patient had old leads from the original implant on (B)(6) 2001. The end user put in a new rv lead and also a new ra lead because there was noise noted on previous interrogations. The oscor lead was capped during this procedure.